Event description:
Facility reported a fail code 570. Information was not provided regarding whether or not the failure occurred during a pt infusion. Details were not available regarding additional contact info, pt demographics, medication involved, or pump programming. There have been no reports of any pt incident involving this pump since the last baxter service event.